Event description:
Information received indicates the hi/low is drifting down.

Manufacturer narrative:
The technician pulled the motor, cleaned and lubricated hi/low drive brake assembly to repair the bed.